Event description:
It was reported that during a valve surgery the patient developed ventricular fibrillation. The cardiac resynchronization therapy defibrillator (crt-d) delivered a 41 joule shock; however, the shock did not convert the patient's rhythm it was suspected that external defibrillation was required during the procedure. Upon interrogation of the device, code 1005 was displayed, indicative of an open circuit and the crt-d was emitting tones. The shock impedance was greater than 125 ohms. It was also reported that during a separate prior recent valve surgery, signal noise was generated on the atrial and ventricular channels from the procedure and led to inappropriate mode switching to atrial tachy response, as well as delivery of inappropriate anti-tachycardia pacing. Per technical services recommendation, the physician performed physical maneuvers of the crt-d system in clinic and during the exam impedances were within normal range. The crt-d and right ventricular lead remain in service and no adverse patient effects were reported.